Manufacturer narrative:
A visual inspection was performed on the returned device. The reported deformation due to compressive stress was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In this case, it is possible the device became damaged due to inadvertent mishandling during unpackaging and/or preparation at the account causing the reported deformation due to compressive stress (shaft kink), ultimately causing the observed hypotube separation which may have occurred during packaging for return shipment to abbott vascular; however, based on the information provided, this cannot be confirmed. A conclusive cause for the reported deformation due to compressive stress could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery. The 3.0x48mm xience xpedition stent delivery system (sds) was used in a procedure and the shaft was noted to be kinked. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another same size xience xpedition stent was used in the procedure. Return device analysis observed a shaft (hypotube) separation. The device was returned in two pieces. There was blood in the guide wire lumen and balloon folds showing signs that the device had been inserted into the anatomy. The separation was not reported by the account; however, the account did confirm the correct device was returned. No additional information was provided.